Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a bronchoscopy procedure on (b)(6, 2010. According to the complainant, during the procedure, the physician was not able to advance the stent through the stenosis. The physician removed the device and used a merit stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.